Event description:
It was reported that during a lap myomectomy procedure, the first device's blade broke off and was retrieved through the trocar with graspers. The second and third devices both gave error fives and made the screaching sound as if they were not torqued properly. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.